Manufacturer narrative:
(B)(4) for the reported event of feeding tube occluded. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson¿s disease. The procedure date is unknown. According to the complaint, on (B)(6) 2013, the j-tube was blocked. The patient was scheduled for replacement of the j-tube on (B)(6) 2012. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event remains unchanged.